Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the cassette after ending the patient's pd treatment. The patient contact reported receiving an air detected in cassette and draining slowly alarms during drain 3 of 4 prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. The patient contact stated one of the two domes on the back of the cassette is wet. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to disregard the use of the cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn) for alternative treatment. Upon follow up, the patient contact confirmed the reported event and that fluid had poured out of the cycler door when removing the cassette. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) to drain in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks during the ast. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover underneath the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the cassette after ending the patient's pd treatment. The patient contact reported receiving an air detected in cassette and draining slowly alarms during drain 3 of 4 prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. The patient contact stated one of the two domes on the back of the cassette is wet. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to disregard the use of the cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn) for alternative treatment. Upon follow up, the patient contact confirmed the reported event and that fluid had poured out of the cycler door when removing the cassette. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) to drain in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.